Event description:
Pt presented with photophobia and eye irritation. Slit larys examination resulted in a 1.5 mm diameter dense control infiltrate 2 mm in from margin. Surface still intact, but ulceration impending. Pt wears extended wear disposable soft contact lenses. Pt wearing for 3 years. Per rptr, this is not a product problem, but is a pt's adverse reaction to extended wear contact lenses. Cornea is also showing neovascularization of about 2 mm inferiorly and superiorly. Culture shows bacillus species.